Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found the pump displays lec 1660. The exact cause of the issue was not determined. The mainboard will be replaced and functional testing will be repeated.

Event description:
It was reported that the pump shows last error code 1660. The issue was discovered during testing. There was no patient involvement.